Event description:
A remstar autoa-flex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. In addition, the device had dust contamination and displayed error code e053 (err_comp_log_sem_timeout), e055 (err_therapy_queue_full), e065 (err_stuck_encoder_a), e021 (err_motor_vbus_high). Attributes were verified and completed correctly. The device was scrapped as per customer request.